Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Is the stoma temporary or permanent? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the patient had an anterior resection using the powered circular 29mm stapler. The surgeon was at the top end and an experienced registrar fired the stapler. The staple line was intact, and the green tick appeared on the device to say the firing cycle was complete. There were two complete donuts. Five days after the procedure the patient was admitted back into theatre as there was a leak. The bowel looked healthy, and the staple line looked to have opened. The stapled bowel was taken away and the was given a stoma for the bowel to heal.

Manufacturer narrative:
(B)(4). Date sent: 01/10/2023. Additional information was requested, and the following was received: what were the indications for surgery? Rectal cancer. Did the patient receive any preoperative chemotherapy or radiation? No. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Fired by registrar ¿ has fired powered cdh on numerous times previously where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Clunk and purse string suture release. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? Yes were the donuts inspected? Donuts were complete, with no thin segments were there any issues noted with staple formation? No issues. Was a leak test performed? Yes. Underwater with 120 ml air syringed into the rectum was the staple line visualized endoscopically during the initial surgical procedure? Not visualized. How was the leak identified? CT scan on day 4. What was observed at the site of the leak upon reoperation? Leak posteriorly is the stoma temporary or permanent? Likely permanent. What is the current patient status? Well. At home.